Event description:
It was reported via scientific article "vocal cord dysfunction arising from vagal nerve stimulator removal" by srinivasan, s.p., hall, j.m., and leo, r.j. That the pt presented with an infection. The pt came down with meningitis and cultures revealed that the pt had pan-sensitive staphylococcus aureus. Per the article, "an infectious disease consult raised concern that the vagal nerve stimulator presented an infecton source". The pt subsequently had the vns device removed in 2008 and chose not to have it replaced.